Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after the atrial and ventricular were determined to be dislodged. It was suspected that the patient received inappropriate shock. No supporting documentation of this occurrence was available. The lead was repositioned. During follow-up the following day, the lead was found to be dislodged again. Lead was repositioned again. Patient was in good position.